Event description:
It was reported a 6f angio-seal device was used to seal the arteriotomy site post cardiac catheterization procedure. Later in the evening, after discharged to home, the patient experienced a sharp pain and swelling in the calf of the leg with the arteriotomy puncture. The patient went to the emergency room (ER). Pain medications were prescribed with instructions to see the procedural cardiologist, the next day. After seeing the cardiologist the next day, rest was prescribed with the pain medication. The patient went back to her factory job 13 days later, however, returned to the ER that evening. The patient was admitted and treated for deep venous thrombosis (dvt) and spent 6 days in the hospital. Since that admission, the patient has had 3 venous ultrasound studies of the leg. Findings in november 2005 study revealed a floating mobile catheterization. The person who deployed the angio-seal is unknown.